Manufacturer narrative:
Concomitant products: w1dr01 ipg was implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately one month post implant of the implantable pulse generator (ipg). The ipg system was removed. No further patient complications have been reported as a result of this event.